Event description:
A zoll distributor returned an electrode belt indicating that the electrode belt was unable to connect to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to connect to a monitor) has been confirmed. Upon investigation the electrode belt was unable latch to a monitor. The trunk cable connector and locking nut were missing, preventing the electrode belt from securing to a monitor. The root cause for the missing connector and locking nut could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt.